Event description:
Implant fracture.

Manufacturer narrative:
Implant region 13 fractured. Construction was a removable prosthesis. Patient suffered from peri-implantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 15 years in situ.

Event description:
Implant fracture.